Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The pump functioned properly. The insulin pump was received with cracked case on lcd display window corners, cracked reservoir tube, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery and damage from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that the crack is located on the corner where the reservoir icon is. The customer reported a black line on the battery chamber. Customer reported no delivery during bolus and basal. The insulin pump will be returned for analysis.